Event description:
It was reported that the patient presented for a postoperative check. Upon review, the right ventricular lead exhibited high capture threshold and low sensing. Fluoroscopy imaging showed that the lead had no slack and was dislodged. The lead was explanted and replaced. The patient condition was stable post-procedure.